Event description:
During pci procedure, balloon ruptured when inflated to 24 atmospheres with resulting in fragmentation of the balloon. Despite multiple attempts, unable to retrieve the distal portion of the balloon. Cardiovascular surgery was consulted and following discussion with patient, wife, and cardiologist decision made not be attempt emergency bypass procedure. Patient remained stable throughout the procedure and was successfully managed medically.